Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a broken skin irritation under the lifevest equipment. Patient described the area as a deep pressure injury. There was no alleged device malfunction contributing to the irritation. The patient¿s wound care nurse placed padding on the area for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.